Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was a valve not shifting. Additional malfunction was the power switch having a short circuit.